Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the white pulse wire was open in the trunk cable connector. The cause of the test failure is the open pulse wire. The cause of the open pulse wire is damage to the trunk cable connector. The root cause of the damaged trunk cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged wire. The last pt to use this belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, electrode belt sn (B)(4) failed the te recognition test. The last pt to use this belt did not report any deficiencies.